Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated ventricular pacing impedance was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of a leadless implantable pulse generator (ipg) there was intermittent exit block and increase in impedance, the device was reprogrammed. The following day there was exit block noted again and a further increase in impedance. It was noted there was a possibility there were tissue or a thrombus in the device. The device was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.